Event description:
Faulty disposable instrument - provider was using the laparoscopic shears when the tip broke off during laparoscopic bowel resection. Tip was retrieved. Provider perplexed as to why it broke off. Provider stated that this is the first time he has experienced this type of occurrence.